Event description:
The customer reports discrepant/elevated platelet results generated by the cell-dyn sapphire analyzer for one patient sample. The initial platelet results were 13 k/ul (optical count) and 30 k/ul (impedence count) . After 30 minutes the platelet count was 69 k/ul (optical count) and 30 k/ul (impedence count) with pic/poc flag. After six hours, the platelet count was 90 k/ul (optical count) and 30 k/ul (impedence count) with pic/poc flag. The customer reported out a result of 69 k/ul even though the result was flagged and the medical staff questioned the result. This patient is known to have a low platelet count (last value was 13 k/ul) and a large number of erythroblasts. No further patient information was provided by the customer. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The previous report referenced the cell-dyn sapphire operator manual (ln: 08h10-01, revision c). The correct revision should be revision b.

Manufacturer narrative:
Data from the customer site was reviewed and confirmed a number of suspect population flags that had been generated for patient samples: varlym (variant lymphocytes), ig (immature granulocytes) and nvwbc (non-viable white blood cells). The cell-dyn sapphire operator manual instructs the customer to follow their laboratory's protocols for handling these flags and, if required, review a stained blood film for the presence of suspect populations. This data demonstrates that the analyzer is performing as intended by alerting the operator to further validate results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire operator manual (ln: 08h10-01, revision c) contains information to address the current customer issue. Based on the current event details and the present evaluation, a product malfunction was not identified.